Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was deployed damaged with cuts and scratches through the optic. The lens was cut and explanted and the capsular bag is reported to have ruptured during explantation. A back-up lens implanted successfully during the original surgery session. The device has been retained and returned to rayner for evaluation. Product inspection is in progress. The rayone preloaded iol injection system use risk analysis identiifes the following as possible causes of "damaged iol"; forcing a blocked injector, inadequate lubrication, inadeuqate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger overide due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, misuse of device, user ignores packaging labels and IFU instructions, haptic trapped/damaged on closure of cartridgr, insertion of viscoelasitc through nozzle leading to inadequate amount of viscoelastic, user removes injector from trayp prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient information available to establish the cause of the damage to the lens post injection. Capsular rupture has occurred as a result of explantation and is therefore likely an artefact of surgical technique. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone emv toric rao210t batch 023209585 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were without defects.

Event description:
On 9th december 2023, rayner received a rayone emv toric rao210t for product inspection from its australian affiliate company. The accompanying paperwork states that the lens deployed damaged with cuts and scratches through the optic. Lens cut and explanted. Capsular bag ruptured during explant. Back-up lens implanted successfully.